Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of appendicitis, deemed not device related is considered an unexpected adverse drug experience. Additional, corrected, and/or changed data: b5, b7, h6.

Event description:
Additional information reported patient was admitted to the hospital due to appendicitis, deemed not device related. Patient under went laparoscopic appendectomy. Patient was treated with enoxaprin, lactated ringers, cefazolin, metronidazole, acetaminophen, ibuprofen, amoxicillin / clavulanate and hydromorphone immediate release. Symptom resolved. Patient was discharged 4 days later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of pain, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 6.25ml of harmonyca lidocaine. Approximately one month later, patient was injected with a 2nd injection in the cheeks bilaterally with 2.5ml of harmonyca lidocaine. Patient concomitantly takes bilastine, tamsulosin hcl, omega-3, vitamin-d3, calcium magnesium, and vitamin c/ vitamin-d3. Approximately eight and a half months later, patient hospitalized due to lower abdominal pain, deemed not device related. The next day, patient had a ¿appendectomy¿ and was discharged three days later. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11015 (abbvie complaint # (B)(4). This MDR is being submitted for the first injection, juvéderm® volite¿ xc.